Manufacturer narrative:
G1 contact office phone: (B)(6). H10: the removed navigation ring was returned to the product investigation lab (pil). The pil verified that the navigation ring located on the top right portion of the front bezel operates as expected. The navigation ring did not pass testing on the preload test. It was also confirmed that the switch panel power assembly power on button and all light emitting diodes (led) associated with the switch panel power assembly of the front bezel operated as expected. No issue was detected.

Event description:
Philips received a complaint by the customer on the v60, indicating that the navigation ring did not respond at all. It was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite to troubleshoot and discovered that the navigation ring did not respond at all. The fse determined that the front bezel equipped with the navigation ring required a replacement. The fse replaced the front bezel equipped with the navigation ring to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address:: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #:(B)(6).